Manufacturer narrative:
Further investigation into this event revealed that the events reported occurred as part of a planned three stage aortic dissection repair. The first stage included visceral debranching on (B)(6) 2014. Stage two performed on (B)(6) 2015 included the initial conformable gore® tag® thoracic endoprosthesis placement (tgu343420/13149595) and stage three was performed on (B)(6) 2015 wherein two additional conformable gore® tag® thoracic endoprostheses (tgu312610/13038728, tgu343415/13383781) were placed to bridge the thoracic endograft to an aortic interposition graft implanted during a prior surgical repair of the abdominal aorta. As no product problem caused or contributed to an adverse event/incident for the patient; the medwatch submitted under manufacturer report number 2017233-2015-00583 and/or any supplemental report was submitted in error, and is hereby retracted.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b complicated aortic dissection and was implanted with a conformable gore tag thoracic endoprosthesis in zone 4 of the proximal descending thoracic aorta. The patient tolerated the procedure without any reported complications. On (B)(6) 2015, the patient underwent reintervention and two additional conformable gore tag thoracic endoprostheses were placed in zone 4 of the distal descending thoracic aorta. The reason for the reintervention is unknown.